Manufacturer narrative:
During testing, the programmer shut off without prompt. It was found that the link electronic module (lem) was pre venting the programmer from being powered,when connected to the power source. The lem was replaced and calibrated. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned as part of an inventory reduction initiative and subsequently tested out of specification. There was no patient involvement.